Event description:
This female in the registry underwent coronary bypass 152 days post implantation of 2 cypher stents and died three days later. The pt had a pre-existing 3-coronary vessels disease. The main indication for intervention was unstable angina pectoris. The target lesion was the proximal and mid right coronary artery (rca). The lesion was de novo, ostial with no major side branch involvement, eccentric, moderately tortuous with moderate calcification. There was no thrombus and lesion's classification was type c. Diameter stenosis was 90%. The lesions were predilated and subsequently treated with two (33/3.00) mm and (18/3.50) mm (length/diameter) overlapping cypher select plus stents. The stents were deployed at 14 atmospheres (atm) with satisfactory results and 0% residual stenosis. The pt was discharged the following day. Meds at baseline; aspirin, ace inhibitors and statins. For the procedure: clopidogrel and abciximab. Post procedure: aspirin and clopidogrel. One-month follow up was made indicating pt's angina status was asymptomatic and on going medications were aspirin and clopidogrel. One hundred and forty eight days post implantation of the 2 cypher stents, the pt had a clinical driven coronary angiography. Four days later, the pt underwent coronary bypass. The database notes, "the pt was refered to a tertiary center for CABG. We had info that she died a few days after the operation. We could not have detailed info on the surgical operation or the causes of death as the relatives refused to give them to use by telephone." The registry recorded this as a cardiac death. Both the bypass and the death were deemed "unrelated to the device(s) and procedure. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot and no excursions were found.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info will be sent within 30 days upon receipt. This is one of two products involved in the same pt and reported under mfg number 9616099-2008-02416.